Event description:
After successful deployment of stent, upon retrieval of device over wire, the inner lumen was left on the wire after the handle and outer catheter were removed from the patient. They noticed it was still on the wire when they went to load the next stent onto the wire. It appears as through the inner lumen separated into two pieces. Nothing was left in the patient, and the patient is fine.

Manufacturer narrative:
Device returned.